Event description:
On november 3rd, 2009, the customer contacted baxter to advise that a colleague volumetric infusion pump (product code and serial number unknown) encountered a failure. The problem was noted during use on a patient, and there was patient injury reported. The patient's outcome is still unknown. The device availability for evaluation and the software version is unknown at this time. Despite several attempts made by baxter, no additional information has been obtained regarding this event at this time.

Event description:
Patient came into therapy at 8 a.m. Received ultrasound @ 1.3 w/cm2 for 16 min to left extensor digitorum brevis and the achilles tendon. After the ultrasound, areas were cleaned with a towel and then with an alcohol prep pad. Patient's left extremity left to air dry while pta prepared the iontophoresis treatment. At 1.5 ml of dexamethasone was placed on lower part of achilles tendon and very bottom edge was secured with silk tape. Iontophoresis hybresis unit was placed on and turned on. After about 2.5 minutes, patient started feeling the unit much more intense but she stated the feeling went away after unit shut off. Pta offered to check but patient thought it would be ok. She left pt department to wear pad for the additional 2 hours. At about 4:45 p.m, patient called department and stated that iontophoresis pad had burned her skin. Pta asked patient to return to be checked. Patient returned to department and wound was checked as well as a picture taken. Pta called pt, as the supervising pt was not available. He assessed patient and she denied pain. Patient to care for it at home. Patient referred to doctor if worsening occurred. Dose or amount: 1.3 w/cm2. Route: cutaneous. Dates of use: 2009. Diagnosis or reason for use: pain control. Event abated after use stopped or dose reduced?: yes.

Manufacturer narrative:
Additional information was received from the facility's risk manager (rm), indicating that the files the rm has cannot confirm that this event took place, that the rm believes this complaint is 'hearsay', and that there is no documentation that it actually occurred. The rm also indicated that she cannot confirm that any patient injury/event did in fact occur. Therefore, this complaint will be closed.

Manufacturer narrative:
The device availability for evaluation is unknown at this time. Despite several attempts made by baxter, no additional information has been obtained regarding this event at this time. If additional information becomes available or if the device is returned for evaluation, a follow-up report will be submitted.